Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specifications. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in portugal reported that during their last surgery session, the system turned off by itself a couple of times. Both times the system was turned back on and continued to work without any problems. All scheduled surgeries were completed successfully.

Manufacturer narrative:
A field service technician serviced the system and replaced the power supply module. A system test was performed and all results passed specification. Evaluation of the removed module found the control printed circuit board to be defective. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.